Event description:
Patient's guardian contacted dexcom technical support on (B)(6) 2015, to report an inaccuracy between the continuous glucose monitoring (cgm) system and the blood glucose (bg) meter on (B)(6) 2015. Patient's guardian inserted sensor into buttocks. The patient's guardian did not report injury or medical intervention.

Manufacturer narrative:
(B)(4).